Event description:
A surgeon reported experiencing problems with irrigation/aspiration (I/a). The surgeon suspects that this may be the result of a programming issue because when a different surgeon is selected there is no problem. Additional info was requested. Additional info was received from a company representative indicating that the surgeon was able to complete the procedure by using the program of one of this colleagues. A posterior capsular (pc) rupture was reported but was said to be due to the surgeon, not any alcon devices.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).